Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-08982. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM. The OEM confirmed that there was a design of the op-amp circuit of the dr board was changed as it did not conform to the specifications (there was a possibility that the inside of the mask will be black out in the 180 scope). Countermeasures products have been shipped on or after june 13, 2018. Additionally, it has been more than 6 years since its delivery, and that the lock on the video connector receiver has worn out and broken down due to its long repeated use. As stated on the IFU and as a preventive measure, the user manual states: olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced video processor was returned to the service center for evaluation. During a standard service inspection, the service group confirmed the reported red lines. The patient board set was found defective attributing to no image/streaks on 180 series endoscopes. Additionally, the video connector lock latch was found worn out. The image was unstable when the video cable was manipulated. The software was out of date. The video processor was repaired back to standard specifications and returned to the customer. A review of the repair history shows the scope was recently in for repair on (B)(6) 2020 for red lines on the image but was returned unrepaired. The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that when they plug a scope into the evis exera iii video processor, the image is showing red colored lines on the monitor. No patient injury or harm was reported.